Event description:
A nurse reported that before vitrectomy surgery, an ophthalmic entry system knife was dull. The surgery was completed on the same day with alternative product without any patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. Three opened trocar assemblies, two without tip protectors were received for the report of the knife is dull. Samples 1 and 2 were visually inspected and found to be nonconforming with damaged cutting edge, damaged blade, bent tip. Functional penetration testing was not performed due to damage of returned samples 1 and 2. Sample 3 was visually inspected and was found to be conforming. Functional penetration testing was then performed and sample 3 was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo was reviewed by the manufacturing site. Reported issue cannot be confirmed from photo. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned trocar blade was found to be visually and functionally conforming for sample 3. The returned samples 1 and 2 were visually non-conforming with the damaged blade, damaged cutting edge and a bent tip; therefore, the knife is dull, was confirmed. The damage to the returned sample 1and 2 is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Sample 3 met specifications and as the root cause and its origin are inconclusive for samples 1 and 2, further investigative or manufacturing actions are not warranted at this time. All trocar blades are 100% visually inspected. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).